Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The occlusion issue resulted in the customer's blood glucose level rising to 575 mg/dl, causing a reading of "high" on the cgm. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Reportedly, the customer continued to use the pump for insulin therapy.